Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. UDI: (B)(4). Mayfield ultra base unit was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00674 and 3004608878-2020-00675.

Event description:
This is 3 of 3 reports. A facility reported that the mayfield base unit had a loose lock and the opening for the transition member was tight. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.